Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-may-2019. The most recent information was received on 07-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of one essure") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced general physical health deterioration ("impairment of general health condition") and migraine ("migraines"). On (B)(6) 2019, the patient experienced dyspepsia ("digestive disorders"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal inflammation ("inflammation of the intestines ( some months later)"), vertigo ("vertigo"), back pain ("back pain"), limb discomfort ("heavy legs"), sleep disorder ("disturbed sleep"), fatigue ("permanent fatigue"), depression ("depressive state"), abdominal pain upper ("stomach pain") and neck pain ("neck pain") and was found to have weight decreased ("loss of 10 kg"). The patient was treated with surgery (surgery for tubal litigation and removal of one essure). At the time of the report, the device dislocation, gastrointestinal inflammation, weight decreased, general physical health deterioration, dyspepsia, migraine, vertigo, back pain, limb discomfort, sleep disorder, fatigue, depression, abdominal pain upper and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, device dislocation, dyspepsia, fatigue, gastrointestinal inflammation, general physical health deterioration, limb discomfort, migraine, neck pain, sleep disorder, vertigo and weight decreased with essure. The reporter commented: only insertion date was recorded in conservative approach. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of one essure") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced general physical health deterioration ("impairment of general health condition") and migraine ("migraines"). On (B)(6) 2019, the patient experienced dyspepsia ("digestive disorders"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal inflammation ("inflammation of the intestines (some months later)"), vertigo ("vertigo"), back pain ("back pain"), limb discomfort ("heavy legs"), sleep disorder ("disturbed sleep"), fatigue ("permanent fatigue"), depression ("depressive state"), abdominal pain upper ("stomach pain") and neck pain ("neck pain") and was found to have weight decreased ("loss of 10 kg"). The patient was treated with surgery (surgery for tubal litigation and removal of one essure). At the time of the report, the device dislocation, gastrointestinal inflammation, weight decreased, general physical health deterioration, dyspepsia, migraine, vertigo, back pain, limb discomfort, sleep disorder, fatigue, depression, abdominal pain upper and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, device dislocation, dyspepsia, fatigue, gastrointestinal inflammation, general physical health deterioration, limb discomfort, migraine, neck pain, sleep disorder, vertigo and weight decreased with essure. The reporter commented: only insertion date was recorded in conservative approach. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.